Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator detected high, out of range rv pacing impedances of greater than 3000 ohms via latitude (remote monitoring system). The related right ventricular (rv) lead is a competitor's device. It was noted that the defibrillator is set to tachy mode for monitoring only as the patient is receiving palliative care for other related health issues. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator detected high, out of range rv pacing impedances of greater than 3000 ohms via latitude (remote monitoring system). The related right ventricular (rv) lead is a competitor's device. It was noted that the defibrillator is set to tachy mode for monitoring only as the patient is receiving palliative care. This device remains implanted. No adverse patient effects were reported.